Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, a misfire occurred as the instrument was placed across the ligament. When fired, it did not appear to cut anything and the staples did not form into the tissue, but rather formed upon themselves and fell into the pelvis. A second device was opened and fired with the same results. A non-articulating device was opened and the case was completed without further incident. There was no reported pt consequence.